Event description:
It was reported when using the bd pyxis medstation system drawer failed, which hindered the users ability to access medication to a patient. The malfunction occurred when someone from the customers side accidentally pulled out a part of our station without knowing its purpose and there was no delay and/or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer position was not recorded properly, indicating a position drawer failure. After powering down the station and opening the back panel, it was discovered that the magnet strip was missing. A spare was obtained and replaced, but the middle divider had also shifted out of position, requiring disassembly to reposition it. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was unable to open any cubies in the station. A field service engineer replaced the position, the magnet, and repositioned the middle divider to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer failed, which hindered the users ability to access medication to a patient. The malfunction occurred when someone from the customers side accidentally pulled out a part of our station without knowing its purpose and there was no delay and/or harm to the patient. There were no adverse events or injuries reported based on this event.